Manufacturer narrative:
An investigation was completed at the manufacturing site in the (B)(4). Based on the DHR reviewed this lot had (B)(4) pieces and it was manufactured on 10/09/2014. No defects were reported during processing, packaging or final inspection. This lot was manufactured in combined shifts. The investigation revealed that this problem was not due to an assembly, material, or process issues. No defective product has been returned to manufacturer for evaluation. Since no device was returned for analysis the root cause for the event has not been determined. Not returned to manufacturer.

Event description:
An end user found that probe cover pc1292 had a hole in it. No other details were provided. There were no patient injury and treatment reported of the incident.

Manufacturer narrative:
An investigation was completed at the manufacturing site in the (B)(4). Based on the DHR reviewed, this lot had (B)(4) pieces and it was manufactured on 10/09/2014. No defects were reported during processing, packaging, or final inspection. This lot was manufactured in combined shifts. The investigation revealed that this problem was not due to an assembly, material, or process issues. No defective product has been returned to manufacturer for evaluation. Since no device was returned for analysis, the root cause for the event has not been determined. Follow up #1: the sealing process testing results (pull and leak) were inspected according to the lot device history record documentation, and were according to acceptance criteria. Also, no defects nor internal nonconformances were reported for sealing defects or holes for this lot. As per the investigation performed, it was not confirmed that this defect was due to the sealing process. The probable root cause is that the hole was created during the manufacturing process. The sealing process testing results (pull and leak) were inspected according to the lot device history record documentation, and were according to acceptance criteria. Also, no defects nor internal nonconformances were reported for sealing defects or holes for this lot. Actions are being taken in the internal corrective and preventative actions to prevent the report of pin holes in the probe covers. This was closed on may 21st of 2015.   Actions taken: work in process packages were changed to (B)(4) pieces per package.   The cutting rails were changed on may 2nd of 2015.   The designing of a new tool for cutting was completed on may 2nd of 2015.   Visual aids were created and posted in the manufacturing area. The tables and cutting rails were covered with vinyl material on may 11th of 2015.   A change was made to the aql testing level for the leak testing for this product. A work instruction was created and released on may 18th of 2015 for the probe cover products.

Event description:
An end user found that probe cover pc1292 had a hole in it. No other details were provided. There were no patient injury or treatment reported for the incident.